Event description:
Home patient(hp) reported feeling full, as if hp were overfilled, while using the homechoice cycler for automated peritoneal dialysis therapy. Hp reported filling with 1445ml of the programmed fill volume of 2500ml during fill 4 of 4 when hp felt full and placed the homechoice cycler into a manual drain, removing 1500ml of fluid. Hp reported feeling relieved and resumed filling with the programmed fill volume during fill 4 of 4. During fill 4 of 4, hp felt full a second time, experienced shortness of breath and placed the homechoice cycler into a manual drain, removing 1822ml. At this point the hp bypassed fill 4 of 4, dwell 4 of 4, and drain 4 of 4 to complete therapy with a last fill volume of 1500ml. Follow-up with the hp's healthcare professional(hcp) reveals the hp had been draining poorly due to a fibrin blockage in hp's catheter, resulting in repeated "low drainage volume" alarms being elicited by the homechoice cycler. Hcp reports the hp became frustrated with repeated alarms and bypassed them, resulting in accumulation of fluid in the hp's peritoneum. Hcp further relates that hp's poor fluid drainage occurred as a result of hp's own non-compliance, as the hp refused to follow rn's instructions and used heparin to resolve hp's fibrin issues. Hcp states as a result of continued non-compliance, hp became fluid overloaded by approx 8lbs and was ordered to go to the hosp at 800am on 02/21. Hcp states hp refused to go to the hosp until 600pm on 02/21. Hcp further states that hp attempted to perform a manual exchange with the hp, but was unable to fill or drain fluid from the hp's peritoneum due to fibrin blockage. Hcp states hp had catheter removed on 02/22 and has been switched to hemodialysis. Hcp relates the hp has psychological issues which hcp feels are associated with nail patella syndrome. Hcp states that combination of hp's non-compliance and psychological issues indicates the hp is a better candidate for hemodialysis than peritoneal dialysis. Hcp states at this time, there are no intentions of switching hp back to peritoneal dialysis. Hcp states hp does not attribute homechoice cycler to incidents nor does hcp feel that any malfunction occurred.